Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the initial drain stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during initial drain on the home choice (hc). The home patient (hp) stated that was the second time that night the hp was having a problem with his hc. The hc was alarming 2240 in the initial drain. The hp was connected at the time of the call. The technical service representative (tsr) found the hp on his last issue had only replaced the cassette and not the bags. The tsr stated this allowed air to enter into the system causing the 2240 alarm. When the hp got into the I-drain, the tsr explained the s/e 2240 and got the hc back to load the cassette so the hp could reset up again with new supplies. The hp stated well I think its ok now. The tsr again advised the hp to reset up again and that the hp would still have air in that system/ supplies if you retry using these supplies again the sys will detect it and once again give you another 2240. It was unknown if the hp would use new supplies. There was patient involvement. No patient injury or medical intervention was reported.